Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with pre operative diagnosis of non union of previous lumbar fusion, l4 to s1 and underwent l4-5, l5-s1 anterior lumbar interbody fusion with lordotic cage, removal of old hardware, posterior lumbosacral fixation l4, l5 ,s1; posterolateral fusion l4 to s1 with use of bone morphogenic protein. Per operative report: ¿annulotomy was performed at l4-l5 intervertebral disk, disk was removed and endplates mildly decorticated. A 10 mm lordotic cage implant filled with bmp was placed. A similar procedure was performed at the l5-s1 level and a 12 mm lordotic cage was used. The patient had a previous lumbar incision which was reopened and a sub-periosteal dissection was carried out to the l3 spinous process. The dissection was carried out to the instrumentation. The instrumentation was freed of scar tissue and it was removed by using the sofamor danek equipment as it had been the brand of instrumentation used. On the left, the l4 and l5 screws were tight. The s1 screw was loose on the right. The l4 screw felt to be tight; the right l5 slightly looser, and the right s1 screw was very loose. The dissection was then completed out to the transverse processes. The facets and transverse processes were denuded of scar tissue and soft tissue. A ball-tipped probe was then used to palpate the pedicular walls. At the right l5 at the base of the ball-tipped probe that it was soft tissue. We felt that perhaps the screw had been slightly bi-cortical at that position. However, at the left l4, 6.5 x 40; left l5, 6.5 x 40 mm screw; left s1, 8.5 x 30 mm screws were placed with excellent purchase of the pedicle walls. At the right, a 6.5 x 35 at l5, and at the s1, 8.5 x 30 mm screws were placed. On the left, a 60 mm rod and on the right a 70 mm rod was secured into place in lordotic position. The caps were placed and the counter torqued into place. Bmp with 60 mm with matrix 20 ml was then used to place along the transverse process and the lateral facets which were previously decorticated from the l4 to s1 level. Once this was done, a 15 french drain was tunneled into the field.¿ patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.